Event description:
It was reported that the insulin pump alarmed during rewind. Caller stated that the drive support cap is slightly protruded. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Cracked battery tube threads noted.